Event description:
The surgeon noticed that the harmonic scalpel had burned the patient's bowel. It was noted during surgery that there were several other burn marks on the small bowel. This resulted in several small bowel oversews and a small bowel resection of approximately one inch. The problem was noted when the surgeon noticed the burn while using the scalpel. Then the small burns were noted. There was no loud screeching sound associated with the burn. There was also not a long period of continual use due to the patient age.